Manufacturer narrative:
(B)(4). The product sample was discarded. Should any additional information become available, a follow-up report will be submitted.

Event description:
A caregiver (cg) contacted global technical services to report a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during drain 1 of 4. The cg stated the cat had eaten a part of the patient line. The technical service representative (tsr) explained se 2240 indicates a large amount of air has entered setup and advised the cg to cycle power to clear the alarm. The tsr advised the cg to disconnect the home patient (hp) and start over with all new supplies. The tsr also advised the cg to inform the peritoneal dialysis nurse (pdrn) regarding the incident. The tsr reviewed proper procedures per the user manual with the cg. There was no injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240. The report was not confirmed due to a lack of sample. Based on the information obtained from baxter's investigation, the root cause of the se 2240 was due to air being sucked into the disposable after the cat damaged the patient line. The care giver (cg) stated the cat had eaten a part of the patient line. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. A batch review was not performed because the lot information was unknown. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).